Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered an inappropriate therapy when it detected a 1:1 supra ventricular tachycardia (svt) as a ventricular tachycardia (vt) episode. Follow up was conducted and it was indicated that no reprogramming was completed at this time. It was noted that the patient may not have been keeping up with their medications and that may have contributed to the device issues. The device remains in use. No further patient complications have been reported as a result of this event.